Event description:
The customer reported the device does not charge the battery. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device does not charge the battery. There was no report of pt involvement. The device was evaluated at philips and the issue was verified. The ac power supply was found to be defective. Replacing the ac power supply resolved the issue. The device passed testing and was returned to the customer.